Event description:
A cartridge alarm was reported during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer, with the guidance of technical support, was educated on the proper technique and successfully loaded a new cartridge, resolving the issue.